Event description:
In this event it is reported that vdw. Silver reciproc stops during treatment. No injury occurred.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nc083213/(B)(6):the battery (breaks down under load) is defective. The foot control 51678 (loose contact) is defective. The charger, the contra-angle 34930-2012, the motor smr1110649, the motor cable after thorough inspection, no fault could be found. St 100. Fi 150. Numbers of hours of use: 19:00:00. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.